Manufacturer narrative:
(B)(4). Evaluation: results: visual inspection of the returned product showed the lens was stuck inside a non-staar injector. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter stated that cq2015a silicone three piece lens was loaded into the wrong injector and as a result, the haptic bent and the lens got stuck in the injector. There was patient contact, but the lens was not inserted.